Manufacturer narrative:
The user facility medwatch report was received on 05/01/2017 with uf/importer report # (B)(4). The zoll catheter in complaint was returned to zoll on 05/02/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
An icy catheter was inserted into the right femoral vein by an experienced physician. Catheter insertion was smooth. Two days after catheter insertion, attending nurse noted the saline bag was empty. According to the nurse, no external leaks were found. The saline bag and start- up kit (suk) were replaced; however, the same issue occurred. The attending nurse did not observe blood in the suk and the system did not alarm. The icy catheter was replaced and the temperature management therapy was continued. No patient consequences were reported.

Manufacturer narrative:
An icy catheter (lot # 70443) was returned to zoll (B)(4) for evaluation. Evaluation of the returned catheter confirmed the customer reported complaint as an icy catheter pinhole leak was noted at the distal end of the proximal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent deformity in the balloons, which resulted in eventual leak under pressure. During visual inspection, a gauze pad and a sticky plastic was found attached to the manifold. All lumens flushed as intended. The returned catheter was connected to a pressurized inflation device. A pinhole leak was observed when the pressure was increased up to 65 psi. The leak was noted at the distal end of the proximal balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 70443.